Event description:
On (B)(6) 2025 respiratory therapist (rt) initiated non-invasive bipap ventilation using a nihon kohden nkv-330. Serial number (B)(6). 10 minutes (1315) after start device stopped working and showed error code vent inoperable 0001. The rt immediately placed patient on nasal canula for o2 needs though vitals stable throughout with no changes. No patient harm evident device immediately removed from service, biomed work-order placed and sequestered. Biomed locked it until company can send service technician here to check device. Company was notified by rt director the following morning at 0914ast. Company responded (ventilator technical response team matias next business day via email.